Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned for analysis. In between an approx. 4 cm segment of the lead body was missing. In the course of the visual inspection, multiple signs of wear along the lead fragments were noted. 7 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation of noise reported in the complaint text. The characteristics of this damage indicate mechanical stress during the 12 years of service time. Causes of stress may have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which impacted the leads motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient, and significant manual labor involving the upper body are known contributing factors. Furthermore, extraction damages were noted, including cuts in the insulation and deformations of both shock coils. The lead tip was pulled back inside the lead body. These damages most likely occurred during the extraction procedure due to significant ingrowth. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.